Event description:
It was reported that there was noise on the the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.